Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer alleged for possible under delivery on insulin pump. Customer stated that they experienced high blood glucose of 10.8 mmol/l and was treated with insulin pump. Customer¿s current blood glucose was 7.5 mmol/l. Customer had nausea and headache. Customer mentioned that automode feature was active during high blood glucose event. Insulin pump will not be returned for analysis. Unomed inf set.